Manufacturer narrative:
Philips service replaced low power supply (pd.scomp.dcps_24v_12v_5v) and tested the system, which was found to be operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement partly available during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.